Event description:
Patient had 3 infections of deep brain stimulators manufactured by medtronics with the same rare organism ¿ mycobacterium smegmatis. We have sequenced isolate from each infection and shown that the isolates are identical. The 3 deep brain stimulators were manufactured by medtronics and he has asked that we place an FDA report regarding possibility that all three stimulator infections were due to contamination of the stimulators by the manufacturer. Placed [redacted] - approximately 2 years ago, [redacted] - last year, and [redacted] - this year.